Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a meniscal repair the second implant of the truespan meniscal repair system peek 12 degree did not deploy after triggered. Another device was used to complete the procedure. No patient consequences. 2 minutes delay reported. The device(s) is/are available to be returned for evaluation.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information provided, it was reported that this was a meniscal suturing performed. When the surgeon gripped the trigger of the truespan peek (228152) and was about to fire it, an implant came off. The device was the first use when the issue occurred. The complaint device was received and inspected. The complaint device was received and inspected. The implants and suture were not received along with the needle. It seems that both implants were deployed. Also, it was observed that the needle was slightly bent at right position. Finally, the silicone sleeve was broken into the distal part nearest the needle. When the needle became bent, the silicone sleeve could have damaged upon being fired. To test its functionality, the trigger was actioned and results that the trigger was very hard to deploy the main pusher rod; after several times, the red trigger had to be manually pushed back to retract he main pusher rod to its original position, in consequence the device was jammed. Therefore, the internal mechanism of the handle was not working as intended. The analysis provide evidence of damage in the deploy mechanism, therefore the complaint reported can be confirmed.the possible root cause for the deployed failure reported could be related when not inserting the needle to the proper depth for deployment, can causing damage in the needle and the silicone sleeve. For the damage in the trigger can be related to damage an internal component of the deploy mechanism. However, it cannot be conclusively affirmed. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot number:5l95911, and no non-conformances were identified. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.